Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records and radiographs were provided and reviewed by health care professionals. Radiologist review of the "three images of the chest demonstrate plate and screw fixation of the left sixth through ninth ribs laterally. There is fractured appearance of the left seventh through ninth rib plates. Overall fit and alignment of the implants is appropriate. Limited evaluation for bone quality. No signs of loosening, radiolucency. No contributing factors are seen." The fractured plates were discovered (B)(6)2021. No revision has been reported to date, however, they are currently still in discussion with patients on course of treatment. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00265. Medical products: ribfix blu system 16 hole pre-bent plate, part# 76-2603, lot# ni. Report source ¿ (B)(6).

Event description:
It was reported that two (2) rib plates on ribs eight (8) and nine (9) fractured post-operatively. The patient previously underwent an osteosynthetic stabilization of rib six (6) through nine (9) twelve weeks ago following multiple rib fractures. The plates on ribs seven (7) and eight (8) have fractured previously and been replaced in a revision nine (9) weeks ago. A revision is expected following discussion with the patient but no revision is currently planned. It was reported that no further information is available.